Event description:
It was reported the subject device displayed a b30 error code (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout at the angulation adjustment of the endoscope. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer reported event was not confirmed, therefore there is no cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device displayed a b30 error code (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
Full e1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.